Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during a hip arthroscopy, after almost 3 hours of surgery, the outer part of the incisor plus elite shaver blade bent and, as the shaver blade was forced, the inner part broke. The procedure was successfully completed without surgical delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
H10 h6 the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. It is unknown if any portion of the blade fell inside the patient or if retrieval was required during the procedure. The material composition of the inner shaft of the device is 304l sst. The shaver blade is manufactured and intended as externally communicating devices and are not approved for long term internal tissue exposure and long-term implantation data is not available. The patient impact beyond possible micro-motion and/or migration, and local irritation/discomfort cannot be determined. Per case communication, the patient health status is stable, and no damage caused. Therefore, no further clinical/medical assessment can be rendered at this time. The complaint was not confirmed. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H11: h2: correction on h6 "health effect - impact code".